Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 378 mg/dl while wearing the pod. The patient reports receiving a communication error while wearing the pod. Symptoms reported include nausea, vomiting and abdominal pain. The patient removed the pod and administered manual injections of insulin. One at the hospital the following morning the patient was treated with intravenous fluids as well as insulin and anti nausea medication. The patient had a computerized tomography (CT) scan a electrocardiogram (ECG) performed. The patient was prescribed metoclopramide for nausea to be taken once daily. The patient was discharged from the hospital after 7 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.